Manufacturer narrative:
Investigation is ongoing. Device not retained for evaluation.

Event description:
As reported by the clinical specialist, during a tavr case by subclavian approach the first sapien 3 ultra valve failed to advance through the esheath past the graft anastomosis. The system was removed. Angiography showed a non-flow limiting retrograde dissection in the right subclavian artery. Serial pta was performed. Aortic angiography confirmed no remaining dissection or perforation. A second set of devices was prepped, the new sapien 3 ultra valve was successfully deployed in the patient. Echo confirmed appropriate position of the valve and no pvl.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the esheath plus introducer, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. Tortuosity, calcification, and undersized vessels were noted in the patient's access vessel. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or inability to introduce the delivery system/loader and advance through the sheath, prolonging procedure. The inability advancing the delivery system and valve through the sheath were unable to be confirmed due to no imagery of the event and/or device being received. An existing technical summary captures the root cause analysis for events for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: - tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per the follow-up communication, mild tortuosity was present in the access vessel and the imaging evaluation confirms this. - calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per follow up communication, mild calcification was present in the access vessel and the imaging evaluation confirms this. And the imaging evaluation confirms this. - undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Undersized vessels (>=5.5mm required for use of the 14f esheath plus) were present. An 8f graft was placed in the vessel prior to the tavr procedure and it is possible that the graft continued to provide a restricted pathway for device insertion. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, graft) may have contributed to the reported event.